Manufacturer narrative:
The review of the device history record supports that there were no non-conformances noted for any reason. The device was expected to be returned for evaluation; however, new information was received that the device will not be returned by the customer.

Manufacturer narrative:
The flotrac sensor was discarded at the hospital. The ev1000 platform that was used in conjunction with the flotrac was not evaluated in the edward¿s product evaluation lab, however, an edwards engineer visited the site and made the following observation as a potential root cause. A cvp sensor can be powered by either an internal excitation voltage supplied by the databox or an external excitation voltage supplied by a patient monitor. In this complaint, the customer connected these two cable ends together, creating a circular loop. This may cause a disruption in the voltage patterns. When the voltage patterns are disrupted, the software may be affected thereby causing the event described in this complaint. Therefore, the flotrac sensor was ruled out as suspect in this case. Inaccurate hemodynamic readings, without any type of alarm, could lead to inappropriate patient treatment, and therefore have the potential to result in patient injury. If the clinician is unaware that the data screen is frozen, the patient may be treated based on inaccurate values. It should be noted that clinicians are well trained to continually evaluate the patient¿s entire clinical picture prior to administering treatment.

Event description:
As reported, an ev1000 platform and flotrac system were being used to monitor a patient. The ev1000 display froze but the values remained visible. When the customer realized that the values were frozen, an attempt was made to re-zero the monitor. An error message was subsequently received. The patient was treated based on values noted when the screen was frozen. There was no allegation of patient injury.